Event description:
It was reported that the patient¿s blood glucose level increased to over 250 mg/dl while wearing the pod for a duration of 4 to 24 hours. The patient stated a communication error occurred during operation. The patient further stated the cannula was not inserted into their skin at the pod site. There were no details regarding treatment provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula did not insert into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.